Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to abipap autosv device's sound abatement foam. The patient has alleged visualization of particles. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture quality product investigation laboratory investigated evidence of sound abatement foam degradation/breakdown was not observed in this device. Pil observed the air outlet port had dust-like contamination in it. Air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had dust-like and hair-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and inside of the blower box. Potential fluid spots in the blower box indicate possible water ingress. Potential fluid spots on bottom of and inside the blower motor indicate possible water ingress. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. The manufacturer concludes there was secondary findings were observed as 19 errors logged. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.